Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-01625. It was reported the patient had an anchor coming out of the skin due to the patient's anatomy. Surgical intervention was taken to bury the anchor further down. During the surgery cultures were taken with no infection reported. The patient received antibiotics with oral medications as well.

Manufacturer narrative:
Describe event or problem - additional information has been obtained.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-01625. It was reported that the patient had their system explanted several months ago due to revision of anchors not resolving the issue. Exact date is unavailable.